Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017, the meter stopped powering on when a test strip was inserted and when the power button was pressed. The patient manages her diabetes with metformin xr oral medication. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that the following day, she developed symptoms of ¿shaky and sweaty¿. She denied receiving any treatment for her symptoms beyond her normal diabetes care and management routine. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. Also, based on the information provided, the meter¿s battery did not need to be replaced. The patient reported that she had thrown the meter away, so full troubleshooting of the issue was not possible. The patient¿s test strips were requested back for investigation and a replacement meter, test strips and control solution were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Shaky and sweaty, after the alleged product issue began.